Manufacturer narrative:
It was reported to philips that the heartstart xl defibrillator displayed error code 90008 and 20004.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator displayed error code 90008. There was no negative patient impact.